Manufacturer narrative:
A partial lead with the distal tip measuring 55.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that exit block, a decrease in sensing and increase in capture thresholds were observed. X-ray showed that the lead tip appeared be at a 90 degree angle. Micro perforation was suspected. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was in good condition after the event.